Manufacturer narrative:
The received device had the cannula fully deployed, but the needle was not retracted. The top housing was removed and the slide retract and linkage assembly began retracting slightly. The needle mechanism was reset and found to have deployed and retracted without issue. Inspection of the needle mechanism assembly did not find any damage or defect that would result in the observed failure. The root cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to retract or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 : warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle did not retract. She could see the cannula but also feel the needle. The pod was worn for between 24 and 36 hours. Her blood glucose reached below 50mg/dl for 3-4 hours during wear. The patient's blood glucose history is as follows: (B)(6). She then removed the pod.